Event description:
It was reported that the device displayed a service wrench icon and a potentially critical event code was logged in the memory of the device. This failure could prevent the device from being used in a critical situation, if necessary. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that they could have a physio-control service representative evaluate the device or, due to the age of the device, look into replacing it. The customer was provided with a quote for repair and the information of their local sales representative. It was later confirmed by the customer that this device was removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.